Manufacturer narrative:
As of this filing, the used/damaged airseal 5mm access port has not been returned/received from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet returned.

Event description:
The user facility reported that during use of the airseal 5mm access port in a laparoscopic colectomy procedure on (B)(6) 2016, the "tip of the trocar broke off" just as it was being inserted. Another like-trocar was used, the surgery went on and completed with no surgical delay or injury to the patient. The (B)(6) male patient was discharged as per routine procedure for this type of surgery. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
One used/damaged airseal 5mm access port was returned for evaluation. An evaluation and visual inspection found the device was received in two pieces. Further examination by the quality engineer confirmed the breakage and that the break location is similar to other previous complaints. The report further indicated that an enhancement was made to thicken the cross section of the distal end to address the reported breakage. This lot of device was manufactured prior to the enhancement implementation. This device is a vendor item and the certificate of conformance indicated that the product from this lot #154-14-be met final inspection and product release acceptance criteria. Of the lot containing 480 units there were no other similar complaints received. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time.